Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that over the past 3-4 weeks, the patient's original back pain returned. They were receiving 60-85% relief prior to this but their right side of their back was hurting again. The patient's ins was reprogrammed twice and impedances were ok. It was discussed with the physician to revise and move the lead more right for right-sided coverage. The issue was not revised and surgical intervention was planned. No further complications reported.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their ins was put in 8 years ago. The trial worked great. But the permanent implant did not really help. The surgeon placed it wrong and pt had to go had get it redone 5 months after implanted. Pt will never want to go see that surgeon again. Pt mentioned so many reps from medtronic tried to redo the programming and it never really helped at all. The insurance won't pay to take the device out. Pt now needs to have an MRI on lower back on friday. Pt lost their controller 3.5-4 years ago and had not charged the implant for over 3 years. Pt said the insurance won't cover the controller replacement. Reviewed MRI info. Redirected to MRI tech to ask how they want to verify MRI eligibility. Reviewed options. Redirected to their health care provider (hcp). Caller reports the patient has not used their neurostimulator in two years and does not have a working controller to go into MRI mode. Caller states she does not know who the patient's physician is. Agent provided the number for patient services.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.